Event description:
It was reported that there was an error 46011. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of error code 46011. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event log found error code 46011. Visual/functional testing was performed. Replaced printed wiring assembly (pwa) board. Upon further investigation, found a nonreactive downstream occlusion (dso) sensor and separating dso seal. Replaced dso sensor, dso bezel, and dso seal. Found cracks in the battery door. Replaced battery door. Lock/latch flex sensor failed verification testing and replaced lock/latch flex sensor.